Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ns345r-iq tib.alignment sys.bimalleolar clamp. According to the complaint description, it was reported that the clips do not fit together. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00969 ((B)(4) ns344r).

Manufacturer narrative:
Associated medwatch report: 9610612-2020-00968 (400497187 ns345r); 9610612-2020-00969 (400497404 ns344r). Investigation. The components were examined visually and microscopically. Iq tib.alignment sys.bimalleolar clamp ns345r is in an used condition. Furthermore the pin for the interlocking is visible damaged. This damage is not related to the mentioned error pattern. The provided ns344r -> iq tib.alignment sys.supp.f/bimall.clamp is in an unused condition and shows no damage. A closer product research revealed that both parts underwent a design change in 2011. Change number of the ns345r: 43722; change number of the ns344r: 43676. The provided ns345r corresponds to the production status before the change. The provided ns344r corresponds to the production status after the change. Batch history review. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 3(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures old and new production status no longer fit together. This is the reason why both instruments do not fit together anymore. The origin of the old version of ns345r cannot be traced exactly. In connection with this complaint, there was a product management information to the responsibles of the affiliated companies. Based upon the investigations results a CAPA is not necessary.